Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had not used the device in a couple of years. The patient had experienced a loss or change in therapy. The patient stated it was just not working that well. The patient had not seen a healthcare professional (hcp) in 3-4 years. The patient stated they had it for the bladder. The patient stated she had incontinence and urgency frequency. The patient stated she hadn't used it; she just didn't want it anymore. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.